Event description:
Customer stated that instrument reported false negative leukocytes result on a patient sample. There was no report of injury due to this event.

Manufacturer narrative:
Customer indicated that they had false negative wbc and were unable to calibrate. Customer noticed pipette tip was bent and was not dispensing on pads. Customer replaced pipette, calibrated and run quality control. Customer has been provided with new pipette because they had to replace it often. Customer does not have further issue. Instrument is operational.